Manufacturer narrative:
Our field service engineer (fse) examined the ventilator and could not reproduce the reported event. The ventilator passed pre-use check, functioned normally and no parts were replaced. Evaluation of provided ventilator logs confirmed that high respiratory rate alarms were triggered. The high respiratory rate alarms may indicate that there was a leakage in the breathing circuit. A leakage may be perceived by the ventilator as breath trigger from the patient and the ventilator will then initiate a support breath and the ventilator starts auto cycling. This will lead to an increase in the respiratory rate. Information concerning what type of patient breathing circuit or filter that was in use at the time was not provided. There are no technical error codes in the logs indicating that there is no ventilator malfunction, which is supported by the successful pre-use check performed on the date of event by the fse. The conclusion is that the root cause was a leakage and the alarms for high respiratory rate were correctly generated according to the situation. The error is attributed to the user application.

Event description:
(B)(4).

Event description:
It was reported that when the ventilator was connected to a patient, it alarmed for high respiratory rate. There was no patient harm. (B)(4).